Event description:
The surgeon used the megadyne bovie tip to #160595) at cut and coag setting 35. The surgeon had requested to increase the cut setting to 45. After using the bovie in this setting for approx 15 minutes, the surgeon alerted the team that it arched from the side of the bovie tip to the pt's skin near the surgical site at the right areola. The burn site was small and irregular shaped. The procedure was paused and a bovie tip with a different lot number was retrieved and replaced by the surgical tech. The surgeon and tech did not suffer any injuries. New bovie tip was tested and no apparent issues were found. No equipment malfunction was found with the bovie machine and grounding pad. The surgeon excised affected area and proceeded with surgery. No further issues. Events leading up to the incident. Prior to the case, the surgical tech opened the bovie tip onto the sterile field and inspected it for defects, none were found. The tip was secured on the hand piece before usage. The rn confirmed that the pt had no metal/implanted devices. The rn also ensured that there were no wet surface on the pt. Area dried after prep was applied. In addition, the rn secured the grounding pad to the right anterior leg.